Event description:
It was reported that the presented remotely. Remote transmission showed that patient's implantable cardioverter defibrillator (ICD) exhibited marker anomalies due to poor telemetry. Further information requested but not received.